Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead was first placed in the ventricle but dislodged and was replaced. The lead was then attempted in the atrium, but the physician had difficulty inserting a stylet, and the helix did not appear to extend. The lead then dislodged in the atrium, was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The original stylet was inside the lead and was found to be kinked at various places, damaged at implant attempt. Used a fresh stylet and test passed, there was a tight-spot at 18.5cm (lead is kinked at that location). Lead returned with the helix partly extended and slightly bent with tissue visible inside, photo taken. The lead is kinked at 18.5cm the proximal conductor is pressing against the distal conductor, no further helix testing is possible. If information is provided in the future, a supplemental report will be issued.